Manufacturer narrative:
Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified one ankle locking nail is fractured. The arthrode nail and both locking nails show nicks and wear that are typical with implant use. Radiographs were provided and reviewed by a health care professional. Review of the available records identified fracture of the distal aspect of the fixation nail as noted on limited fluoroscopic images. Poor image quality does not allow assessment of the implant fit or alignment and bone quality cannot be assessed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Year of implantation: 2018. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, device was returned to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient was implanted with a phoenix arthrode nail as part of an ankle arthrodesis on unknown date. During a post operation checkup, it was found that the nail in the lower area was fractured. Subsequently, the device was removed approximately two years post implantation. It was decided to remove it completely and have it healed without a replacement implant. Attempts have been made and additional information on the reported event is unavailable at this time.